Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the patient had 2 resolute integrity drug eluting stents implanted. Approximately 31 months post index procedure the patient suffered a mi. Outcome of mi was death